Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead exhibited variable sensing and thresholds and intermittent capture, leading to a loss of atrioventricular (av) synchrony for an unknown period of time prior to the procedure. An x-ray confirmed the lead was dislodged. The ra lead was explanted and replaced. It was further reported that during the procedure to remove the ra lead, the physician noted that the rv lead had insulation damage. No abnormal measurements were noted from the rv lead, but it was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.